Event description:
It is reported that a customer found small air bubbles in their reservoir compartment. The patient's blood glucose level was unavailable. The customer was assisted with trouble shooting and had resolved the problem. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.